Event description:
Same case as MFR. Report# 6000093-2007-00496. It was reported that during an unspecified procedure, the tip of the ace balloon catheter detached. The customer stated that the "physician had placed another mfg. Stent without incident, however, the wire (not bsc's) became stuck on a stent strut. The ace balloons were being used in an attempt to remove the wire, however, the tip of the catheters detached in the guide catheter and were removed without incident. Several other non boston scientific devices were used in an attempt to remove the wire. The pt went to surgery for removal of the wire". Pt status was reported to be "okay".

Manufacturer narrative:
The device has not been returned for analysis as of this date. If any add'l relevant info is received a supplemental MDR will be submitted.